Event description:
Customer reported that when checking the battery status on the console supporting their patient, the battery test button became disengaged from the console alarm panel. The patient was switched to another console and was not affected. This situation did not pose a risk to the patient because, the function of the battery test button is to test the status of the battery and therefore, does not negate the ability of the console to continue to perform its life-sustaining functions. Battery status is displayed on the monitoring computer. The alarm panel was exchanged by the engineer at the hospital and a successful console checkout was performed. The alarm panel that was replaced is being returned to syncardia for evaluation.